Manufacturer narrative:
Height: (B)(6). Based on the available information, this event is deemed to be a serious injury. The complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports intermittent redness under the mass and tape collar but most of the redness occurs at the proximal end of the white tape collar. She also states intermittent itching under the mass and tape collar upon application that resolves over the week. She saw an ostomy nurse and her doctor who prescribed a medication to be applied to the affected area, however she is unable to remember the name of the medication.